Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring alert for out-of-range shock impedance on (B)(6) 2019 and (B)(6) 2019. Out-of-range measurements only for the single days. Per clinician on (B)(6) 2021, hm reported shock impedance intermittently out of range and trend graph increasing over time. Previous reports drops in rv sensing and pacing impedance slowly increasing. Advised to evaluate lead further. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2021 hmsc reported shock impedance remains stable within the last month. Overall trend is increasing with multiple spikes greater than 150 ohm. Threshold and pacing impedance appear stable. Potential noise on ff. In-office evaluation showed stable values and no noise. No adverse events reported. Lead currently remains implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.